Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The defective stent notches on the black catheter. Impossible to pass the stent through the black catheter. The stent broke off.

Manufacturer narrative:
Device evaluation 1 unit of lot c2205774 of chbs-10-10 was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 22 january 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with the guiding catheter. Stent observed to be rough/frayed on the tapered end of the stent. Slight dent observed approx. 0.7 cm from the tapered end. Guiding catheter examined and observed to be slightly torn/frayed at the end functional inspection: 0.035 inch wire guide passes freely through the stent. Manufacturing records prior to distribution, all chbs-10-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for chbs-10-10 of lot number c2205774 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the user did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined. A possible root cause could be attributed to transport/storage. The damage observed at the tapered end of the stent, along with a slight dent approximately 0.7 cm from the end, and the torn/frayed condition of the guiding catheter suggest that the device may have been subjected to mechanical stress¿potentially due to impact or force during transport. It is possible that during transport, the device was exposed to excessive vibration or abrupt movements, leading to micro-damage that progressed into a more significant tear. Improper handling¿such as rough unloading or careless stacking¿may have placed undue pressure on the packaging, compromising the integrity of the device. Additionally, it is possible that attempting to use the already damaged device (e.g., passing the wire guide through it) resulted in the stent breaking, as reported in the event description. It is also possible that the roughness/fraying observed on the stent and the tear/fraying observed on the guiding catheter in the lab evaluation may also be as a result of attempting to pass a wire guide through an already damaged stent. There have been several attempts made to obtain additional information. Should additional information be made available, the file will be updated accordingly. Summary confirmed qty of devices: 01 device used. A definitive root cause could not be determined. A possible root cause could be attributed to transport/storage. The damage observed at the tapered end of the stent, along with a slight dent approximately 0.7 cm from the end, and the torn/frayed condition of the guiding catheter suggest that the device may have been subjected to mechanical stress¿potentially due to impact or force during transport. It is possible that during transport, the device was exposed to excessive vibration or abrupt movements, leading to micro-damage that progressed into a more significant tear. Improper handling¿such as rough unloading or careless stacking¿may have placed undue pressure on the packaging, compromising the integrity of the device. Additionally, it is possible that attempting to use the already damaged device (e.g., passing the wire guide through it) resulted in the stent breaking, as reported in the event description. Complaint is confirmed based on the customer and/or rep testimony. No information is available on health consequences or impacts. Complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 04-jul-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.